Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as expected by bring in mobile c-arm. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system shutdown unexpectedly during a case. Upon troubleshooting, rse found mpd board defective, also the customer reported that l1, l2 and l3 in the m cabinet were on, and they checked the fuses on the front of the m cabinet, since the system had power and f10 was good. To resolve the issue, customer replaced the mpd control board as suggested by rse. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown unexpectedly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.